Event description:
The patient's friend or family member reported that they had several falls from (B)(6) 2016, they were described as two small falls. It was reported that there was a bad fall in (B)(6) 2016, the patient ended up in the hospital for two weeks and had a bladder infection and kidney infection that was treated for e.coli infection. They had a bad fall in (B)(6) 2016 and since the fall the patient had sever back pain at the implantable neurostimulator (ins) site and base of spine. The implantable neurostimulator (ins) had been moving around in the pocket. Other relevant medical history includes spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.